Event description:
The patient returned from international travel and met with a saluda representative on 27 march 2026. The patient reported that, during their visit to the emergency department, an explant procedure was performed and antibiotics were administered. The patient is expected to continue receiving monthly intravenous antibiotics treatment.

Manufacturer narrative:
The evoke scs system was not returned to saluda. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system, include ¿infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the product met all requirements for release.

Event description:
While traveling abroad, a patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for a possible infection at the evoke cap12 percutaneous lead implant site. Additional details regarding the event were not provided to the saluda representative.

Manufacturer narrative:
The patient was evaluated by physician (B)(6). Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.